Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously shut down and the software would not load upon reboot. No patient harm was reported. They would like to send the device in for repair, however it has not yet been received by nihon kohden. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously shut down and the software would not load upon reboot.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(4) reported the cns-6201a pu-621-ra sn:(B)(4) lost power and would not boot up. After rebooting the device the customer was getting a networking issue. Service requested: troubleshooting/assistance. Repair with loaner. Service performed: the cns was returned and evaluation could not duplicate the issue. Repair center performed scan disks and restarted the cns many times. Extended testing of the unit could not find issues with the unit. The unit was returned as a could not duplicate (cnd). There were no further reported issues. Investigation result: the root cause could not be determined because problem was cnd. Possible cause may be that the device was experiencing temporary issues from the sudden loss of power. The sudden loss of power was possibly due to power issues at the customer's facility as no issues were found on the cns. This is supported by the fact that no further issues have been reported for this unit. The cns was found to be operating within specifications. The device was in use with a patient and there was no reported harm. Based on the given information, this complaint record can be closed as no further investigation is needed at this time.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously shut down and the software would not load upon reboot.

Manufacturer narrative:
Details of complaint: on(B)(6)2018 customer stated after cns experienced a power loss, device would not boot up. Device encountered "network service disconnect" error. Service requested: repair. Service performed: evaluation. Investigation result: nka repair center evaluated the cns device. The reported issue could not be duplicated. Device operated as intended. When nk installation specialist jim forand went on-site on (B)(6)2018, he reported that the cns lost power due to a ups (interrupted power supply) failure. The model and serial for the ups was not available. Due to the reported issue of network disconnect error could not be duplicated at nka, it is concluded that the cause of the reported boot up issue is environmentally related. The root cause could not be determined due to insufficient information regarding customer's network environment at the time of the event.